Manufacturer narrative:
The lens was returned in folded white gauze with the lens case and the opened peel pouch placed into the lens carton. Viscoelastic was dried on the lens. The haptics were in original positions upon receipt and were not adhered to the optic. The optic was broken (or cut) into two pieces. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were used. The root cause cannot be determined for the reported complaint. The reported condition of haptic adhered to optical part was not observed. The lens was returned in two portions. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens (iol) damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Information was provided that the company 23.0 diopter lens was removed and replaced with another company 23.0 diopter lens. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery that although setting was carried out without any problems, when implanting the lens, the haptic adhered to the optical part, making it unusable. The surgery was completed after replacing the unspecified lens with another one with the same power. Additional information has received and it states that the intraocular lens (iol) was inserted in the eye once and out during the initial surgery.